Event description:
The user received an erroneous calcium result for one patient sample. The initial result was 4.2 mg/dl which was incompatible with life. The user manually repeated testing and a result of 9.2 mg/dl was generated. The erroneous result was not reported. The user refused to provide information concerning if the patient was affected or the patient's current condition. The calcium reagent lot number was 61828901. The field service representative determined there was a defective sample probe and replaced it. To verify the analyzer operation, he ran precision testing on both levels of control material with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.